Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer alleged that when he performed a self-check of the device (a pump) before the use of it, an alarm went off and did not stop. As a result of checking the log, it confirmed that there was a record of repeated power on/off, presumably caused by a beep sound as an alarm before the nda (no disposable attached) is finalized. Thus, the reported issue was confirmed. A definite root cause was unknown but did not come from the device itself. The device was returned to the customer with no repair provided at the customer's request. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the "no disposable message" alarm did not stop ringing during the self-test. Event occurred before patient use/during priming at patient's home. There was no patient involvement, and no patient harm/adverse event reported.